Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an "er2" message. Per the onetouch ultramini owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on customer care advocate's documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged error message began to appear on the morning of (B) (6), 2010 (specific time unk). The pt informed the cca that she manages her diabetes with insulin (self adjuster); however, it is not known what action, if any, she took regarding her diabetes management as a result of the issue. The pt claimed that at 8:30 am that morning, after the start of the alleged issue, she developed symptoms of numbness in feet and legs in addition to feeling shaky. The pt reported treating self with juice. At the time of troubleshooting, the cca walked the pt through a test and was able to obtain a result successfully. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.